Event description:
It was originally reported that the customer had removed the pigtail from the ventilator. During a visual inspection of the ventilator, the carefusion service tech found jp4 pin 2 of the power flex circuit was damaged and burned.

Manufacturer narrative:
We were able to verify that the ventilator was returned from the customer without the pigtail attached. The power flex circuit was replaced. During the initial final test, the ventilator had a non-conformance with the port-to-port leak test. The exhalation module o-ring was replaced to correct the problem that was found during testing.